Event description:
It was reported that the pilot balloon had come off. The event occurred during the patient use. There was no adverse event.

Manufacturer narrative:
B3: (B)(6) 2026 was the reported month/year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One used unit was received for evaluation. Visual inspection showed the pilot balloon was separated from the inflation line. Inspection of the inflation line showed an angled cut, typical of the cut made in manufacturing. The tube showed a clear solvent ring and solvent on the upper half of the tube. The complaint of pilot balloon coming off can be confirmed. The probable cause of the separation is unknown. A lot history review could not be conducted because no lot number was provided.